Manufacturer narrative:
The device is reported to not be available for evaluation, however a photo sample is available, investigation not yet complete.

Event description:
The event involved a set de transferencia con spiros¿ where the customer reported a leak during patient use in the oncology department. It was reported that during the administration of cisplatin, the nursing team observed dripping in the spiros. It was necessary to remove the set and directly connect the macro set to the solution bayonet. The event occurred during patient use, there was no reported harm. There was no direct contact with the chemotherapy, therefore it did not impact health.

Manufacturer narrative:
A photo was provided showing a lat-ch3034 connected to a clave. There was no evidence of leakage observed. The reported complaint could not be confirmed. Without the return of the used sample a comprehensive failure investigation cannot be performed. Lot history review was performed and no nonconformities were found that would have led to the reported complaint.